Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has received the suspect uim but it is still under investigation.

Event description:
The customer reported an unresolved blank touchscreen display on this avea ventilator. The customer stated no known reported patient involvement with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The fa lab performed multiple power on cycles on the suspect control board on a test uim. The failure analysis lab was able to duplicate the reported issue, which was due to a out of voltage tolerance of the coin cell battery secondary to material fatigue. This issue will be internally investigated within carefusion.